Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4). The device serial/lot number, and date of manufacture are unknown. Concomitant medical devices and therapy dates, robotic assisted base station device, unknown.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the size 7 anterior chamfer cuts were over resected by 2mm and had to be cemented. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: tthe device log files were reviewed for this event and it was found that a singular log file used a size seven implant in planning and the anterior chamfer resection was measured with the pointer. This log file was reviewed and a 1.5mm deviation from the cut plane was recorded by the system when the pointer was placed on the projected anterior chamfer resection. Therefore, the reported condition is confirmed. During review, no array motion was suspected and there did not appear to be any issues with saw blade calibration. It appeared that there may have been a small variance in the planned and measured cut plane. The most likely cause was determined to be a cutting issue, likely due to handling of the saw handpiece during the resection. An exact root cause could not be determined. No system or software defect was observed. The exact cause cannot be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the device serial number and device manufacturing date were unknown in the initial report. And have been updated accordingly. The device UDI has, also been updated. UDI: (B)(4).